Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/30/2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient used cgm while pregnant or while on dialysis against user guide recommendations. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. Persons on dialysis. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.